Event description:
While repositioning to patient, the leur connector from intregra ventricular catheter set popped off of the ventric catheter that was sutured into patient's skull, allowing csf to drip freely/exposing brain to air. Csf/ drainage found on pillow that was just changed after repositioning patient's head.